Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/08/2010 to present date 12/08/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.there were no production failures indicated on the source device.

Event description:
It was reported that the device received alarm error code messages. The error codes displayed were 200.5040 and 242.4030. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device received alarm - error code messages. The error codes displayed were 200.5040 and 242.4030. There was no patient involvement.